Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported failure. During testing the fse turned unit on and all booted up as it should. The fse also checked the fault codes for faults that relate to a disconnect issue that could cause a steady alarm to sound but no codes indicated this issue. The unit was then put to run on a test balloon for approximately one hour with no problems. Subsequently, the fse ran the unit thru a complete calibration and functionality tests and all meets factory specifications and the unit was cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) produced a loud screeching noise. It is unknown under which circumstances this event occurred and whether there was patient involved or not; however, there was no adverse event reported.